Event description:
Device 2 of 2. Reference MFR report: 1627487-2011-10095. The patient received the scs system on (B)(6) 2008. It was reported that the charging system and two patient programmers were unable to communicate with the ipg. It was also reported that the patient experienced feeling stimulation at the ipg pocket site approximately (B)(6) ago and subsequently stopped charging the ipg and using scs therapy (this was not previously reported to the physician or manufacturer). The physician removed and replaced the ipg and both scs leads (same lot) on (B)(6) 2011.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.